Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a protector p14j leaked. The following information was provided by the initial reporter: leakage between the protector and the vial occurred. When seeing the actual sample, it seems that the connection is not straight but tilted.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/25/2020. H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane. It was observed that the protector penetrated the stopper of the vial off center. Functional testing was attempted and a leakage between the protector and vial was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was likely not connected properly to the vial which resulted in the leak reported. The protector must be attached completely vertical when attaching onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3 other text : see h.10.

Event description:
It was reported that a protector p14j leaked. The following information was provided by the initial reporter: "leakage between the protector and the vial occurred. When seeing the actual sample, it seems that the connection is not straight but tilted."